Event description:
This patient had a redo of a lumbar fusion when this drain was placed. The physician went to remove the drain two days later in the patient's room. As he did this, the end of the drain broke off inside of the patient. The patient had to return to the operating room. The surgeon noted that the drain was not near any suture, so he was not sure why it broke. They were able to remove the broken piece of drain.